Manufacturer narrative:
Product complaint # b)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: hernia. 2025 oct 22;29(1):308. Doi: 10.1007/s10029-025-03500-x. Pmid: 41123707. Https://doi.org/10.1007/s10029-025-03500-x.

Event description:
Neo-inguinal reconstruction: algorithm for layered vascularized tissue coverage using plug flap following oncologic inguinal resection. The aim of this study is to present a retrospective case series of six patients who underwent radical resection of pelvic tumors with inguinal ligament involvement. In addition to mesh placement, local flaps were layered to function as soft tissue plugs to avoid bowel herniation. 2-0 pds (eth) was used for suturing the mesh borders and anchoring it to asis/pubic tubercle, used for securing muscle flap and for closing scarpa fascia. 2-0 vicryl (eth) was used to oversewing the area over the transposed sartorius muscle in mesh reconstruction. 3-0 monocryl (eth) was used for deep dermal sutures and staples to close the skin. Reported complications: 2-0 pds (eth) 2-0 vicryl (eth) 3-0 monocryl (eth) patient 2. Incarcerated hernia treatment: requiring bowel resection recurrence of right inguinal hernia without incarceration treatment: underwent resection multiple liposarcoma treatment: underwent resection in conclusions, patients undergoing extensive oncologic resection can benefit from neo-inguinal reconstruction by implementing a soft tissue plug between the femoral vessels and the mesh.